Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.